Event description:
Patient experienced breathing difficulty after an "assumed" overdose of local anesthetic. According to the physicians, the patient was lying on the pump, which led to an increased flow rate of 105%. Update: follow-up on december 7, 2009 indicated that the doctor did not see any error in pump delivery. The patient expired, which was unrelated to pump function.

Manufacturer narrative:
No sample was received for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. No information gathered during the investigation indicated that the pump had malfunctioned or contributed to the issues reported. No determination could be made as to why the patient was experiencing respiratory distress. At this time, this complaint is being closed with no further investigation. If additional information becomes available in the future we will reopen this complaint.